Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they hospitalized due to hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer was still hospitalized and they gave him insulin subcutaneously he use the insulin pump in manual mode without the sensor. The displacement test was passed, but could not take the self test and the high pressure test. The insulin pump will be returned for analysis.